Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm, did the vstas1 tip that experienced the quality issue come within a vistaseal kit? Yes. If yes, what is the vistaseal kit product code (vst10, vst04 or vst02)? Vst10. What is the vstas1 lot number? Unknown. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? New technician, but not new nurse or surgeon. How many times have they applied the laparoscopic tip? First time technician did was a sales representative present during the case when the issue was experienced? Yes, sales rep was present to help technician put together and explained process correctly. Was any leakage or product solution observed at the luer locks connection? No. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No, item will be returned back. Tip lots for vst 10 kit lot b4ydf00181 are 2642025 & 2631478.

Event description:
It was reported that a patient underwent a robotic splenectomy and distal pancreatectomy procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. While taking the open applicator off to add the laparoscopic tip, once the lure lock was unscrewed the tip would not come off. Another open tip applicator was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the following observations were made by inspecting the returned device: there are tool marks on the grey luer locks, indicating the luer locks were manipulated by hard tool. The right side luer lock is slightly off normal position distally--an indication that the luer lock was forcibly turned to the wrong direction when user tried to remove the open tip. The tip manifold appeared stuck onto the adpaper in the luer connections. With alternatively turning the luer locks back and forth with effort to overcome the stuck force, the tip was able to be removed from the adapter. No internal damage was observed. The thread on the tip manifold appeared to be normal. Investigation/conclusion: it is apparent that a hard tool was used to loosen the tip by turning the luer locks in the tightening direction (wrong direction), resulting the luer lock to move distally and stuck onto the adapter. It is highly possible that the user felt higher resistance when trying to remove the luer locks and resorted to using a tool to unlock the luer locks and misjudged the turning direction with the tool. Although the open tip was eventually able to be removed from the adapter, the luer connections appeared to have higher stuck force. However, it is unable to determine if the high stuck force was caused by the user or manufacture defects of the product. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2642025 mfg date: may 28, 2020 - june 03, 2020, exp date: may 29, 2023. Batch 2631478 mfg date: may 9, 2020 ¿ may 15, 2020, exp date: may 10, 2023. . This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.